Event description:
It was reported by the customer that a pyxis medstation es system keyboard was not working. The customer reported that the user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that keyboard was not working and the user was able to remove the medication from another station. A technical support specialist noticed that the issue was regarding driver, rebooted the station and tested. The system functioned as intended after the technical support specialist troubleshooted the device.